Event description:
Wound care nurse stated that a pt alleged they were being shocked by the bed. Nurse alleged that there were exposed wires on the floor underneath the bed. Tsr found that the pt pendant body was missing and only the pt pendant wiring harness (part number) remained. Tsr found the pt pendant wiring harness still attached to the bed pendant interface cable (part number) and wires exposed where the pendant body use to be attached. He replaced the pt pendant and the bed functioned properly. Customer stated that there were no injuries due to the exposed wires. Tsr reported that it was not a pt that received a shock. Customer (rn) alleged that she received a shock from the exposed wires and the pt did not get shocked. She stated that she was not injured.